Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings could not be duplicated. Ventec downloaded the device's electronic records for review and observed data which confirmed that the device did, in fact, previously alarm for very low fio2. Ventec also observed that the device was providing lower than expected fio2 (fraction of inspired oxygen) readings -- 54% when set to 60% and 82% when set to 90% -- however, these levels were not low enough to cause the "very low fio2" alarm. As a precaution ventec replaced the oa2 board. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.